Event description:
During an ercp with stone removal, two attempts were made to perform mechanical lithotripsy with a soehendra lithotripsy handle. In both attempts, lithotripsy was unsuccessful. During disconnection of the lithotripsy cable from the handle using a tool. The lithotripsy handle broke. Patient injury due to handle breakage did not occur.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed handle breakage. The break is located on the rod that connects to the lithotripsy cable. Also, the rotating rod is broken in two pieces. Scrape marks on the rotating rod, and the connection rod were observed. The grip handle was also broken and was not included in the return. A discloration of the handle was noted during our evaluation, which is likely due to mutiple uses and cleaning cycles. Information that would facilitate review of the device history record (ie. Lot number) was not provided with the initial report. After a review of the account order history for this product, we were unable to determine the lot number of the affected device. We were unable to conduct a sample test from this batch because the lot number is unknown. We were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the lab setting. However, we can provide the following comments: breakage of the handle can occur if excessive pressure is applied to the device during use and/or general handling. It is unknown how many times the affected device had been used prior to this occurrence. The IFU includes the following directive: during cleaning, inspect the integrity and function of the device to determine advisability of reuse. If kinks, bends or breaks exist, do not use. A caution located in the in the instructions for use states: the reusability of a device depends largely on the care of the device by the user. Factors involved in prolonging the life of the soehendra lithotriptor include, but are not limited to thorough cleaning following each use of the device. Corrective actions: no corrective action warranted at this time because this incident may be use and/or procedure related. Prior to distribution, all soehendra lithotriptor handles undergo a visual inspection to ensure device integrity.